Event description:
During medex' in-house testing, the hex value was not greater than co on six plunger holder/ track iis, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software.

Manufacturer narrative:
During in-house testing, the hex value on six plunger holder/ track iis was not greater than co due to a nonfunctional dome switch on the flex cable of each track. This would have caused a syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software. Medex was able to confirm the issue and determine a cause. The plunger holder/ tracks were repaired and returned to the customer. This issue is being monitored for trend. No additional action is necessary at this time. Medex considers this MDR closed with this report.